Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack strap was broken/torn apart which resulted in the shower pack being dropped. The patient was issued a new shoulder pack. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the shoulder pack was not returned for evaluation. A review of the manufacturing documentations could not be performed since the lot number of the shoulder pack was not provided. Applicable risk documentation and experience with events of similar circumstances were considered; events with broken/torn straps can be attributed, but not limited, to wear and/or due to the handling of the pack. The reported event, however, could not be confirmed as the unit was not available for analysis. If information is provided in the future, a supplemental report will be issued.